Event description:
It was reported through a service report that the foot end of the unit would not pump up or stay up. It was further reported that the jack was leaking fluid. No adverse consequences were reported.